Manufacturer narrative:
The device was not received for investigation at stryker endoscopy because it was repaired locally in stryker france. The technical service report indicates: (B)(4). Sn (B)(6). Ro (B)(4). Fault: image inverted. Problem found: no ccu problem. Repair level : level 1. Action taken: review. Tests : qip. Probable root cause: cables, hdmi cables, connectors, digital board, power supply, filter / fuse, ac inlet board, main board, transition board, intermittence between transition board and ch connector, software, camera head (sensor, sensor cable), coupler (dust on optics, scratched optics, broken / shifted lenses, focusing mechanism, endoclamp, zoom ring), problem toggling light source, connected monitors, leaking, poor grounding (e.g camera head connection from cable to transition board.), no/incorrect communication with light source, soaking cap disconnection during sterilization, electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge: cybersecurity attack, pendulum ch inertial measurement unit (imu), incident light from surgical scene is reflected by coupler/ch window, use error. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was inverted image.

Event description:
It was reported that there was inverted image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The device was returned to stryker endoscopy - san jose for investigation; however, upon inspection, no problems were found, and the issue could not be replicated. As part of the complaint investigation, a risk assessment of this event was conducted. Below are the functional output, hazard, and hazardous situation for this reported event: functional output: ¿image quality¿. Hazard: "poor quality image output". Hazardous situation: ¿user proceeds with surgery and may also reboot ccu/replugs the camera head or replace a component¿ these risk factors have an associated harm of dissatisfaction to the user. This has been determined to constitute a low-level health risk. Based on the results of the complaint investigation, as well as the analysis of existing complaint data, the most probable root causes for the reported event were determined to be a faulty transition board and/or loose ferrite/ribbon cable. No other identified causes have been associated with this failure mode. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was inverted image.